Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the single use ligating device, after binding the tissue with the device snare, it was difficult to pull the slider as there was considerable resistance, so it was pulled up by force. There was no additional treatment or health damage to the patient. The issue occurred during an unspecified procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to one of the following mechanisms: 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. 1) the sheath was bent near the operating part (see fig. 14). 2) the sliding resistance between the sheath and the operating wire increased, making it impossible to move the operating wire. 3) forcibly operating the slider caused the operating pipe to deform and break 4) as a result of the above, the loop can no longer be removed from the hook. The event can be detected/prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not step on, pinch, or hit the coil sheath during use. This may lead to collapse, deformation, or buckling of the coil sheath, and the hook may get caught inside the coil sheath after ligation, making it impossible to remove the loop. Before use, be sure to check that the entire coil sheath is not crushed, bent, or deformed, and do not use this product with any abnormalities in the coil sheath. If the loop becomes stuck during use, please refer to "emergency preparations" and "12 emergency measures" on page 3. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not remove the loop from the hook while the coil sheath is pulled into the tube sheath. There is a risk that the loop may become entangled with the hook and become unable to be removed from the product. If the loop becomes stuck during use, please refer to "emergency preparations" and "12 emergency measures" on page 3. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. Do not secure the loop with the tube sheath tip while the loop is hanging over tissue. If you attempt to remove the loop from the hook in this state, the loop may come off inside the tube sheath and become entangled with the hook, which may prevent it from being removed from the product. If the loop becomes stuck during use, please refer to "emergency preparations" and "12 emergency measures" on page 3. ·never use excessive force to operate the instrument. This could damage the instrument. Do not operate any parts with excessive force. This may lead to damage to the product. ·straighten out the portion of the instrument that extends from the biopsy valve. Straighten the insertion part of this product coming out of the forceps plug." Olympus will continue to monitor field performance for this device.

Event description:
It was additionally reported that the issue occurred during a therapeutic polypectomy. There was a delay in the procedure since the connection between the loop and sheath could not be disconnected after the indwelling snare was placed, and the root of the sheath had to be cut to disconnect it. The same device was not used to complete the procedure because the indwelling snare was in place and the procedure itself had already been completed.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Additional information is added to the following fields: a5, a6, b1, b2, b5, h1, and h6. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's updated investigation and correction to the initial with information inadvertently left out (device evaluation). The device was evaluated by olympus. The customer returned 2 devices (hx-400u-30) with each lot number 38k, with supplementary information number of ¿04¿. First device: the evaluation confirmed, the following: the insertion portion has been cut at the root of the handle section. The coil sheath has been cut at approximately 2085 mm from the distal end. The tube sheath has been cut at approximately 2125 mm from the distal end and the operating pipe of the slider was broken. Second device: the snare loop was detached from the main unit. Based on the results of the investigation, it is likely, the sheath had to be cut to disconnect the subject device, due to the loop not releasing could have been cause by the previous listed mechanisms. However, the root cause of the reported event could not be identified.